Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta catheter has returned for evaluation. On the visual evaluation of the device, it appeared bloody. Peeled pebax was noted throughout the length of the balloon under microscopic evaluation. No other kinks or anomalies were noted. On the functional evaluation of the device, an in-house guide wire was advanced and exit out of the flushed guide wire luer without any issue. Then the balloon inflated with in-house presto inflation device, the balloon able to maintain the pressure and shape up to rbp without any issue. Then the balloon deflated and the guide wire was retracted without any issue. Therefore, the investigation is unconfirmed for the reported inflation issue, as the balloon was able to inflate to rbp and the pressure was maintained with uniform shape during evaluation. The investigation is confirmed for the identified peeled pebax as it was noted through the length of the balloon under magnification. A definitive root cause for the alleged inflation issue and identified peeled pebax could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter products are identified in d2 and g4. H10: d4 (expiry date: 01/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had inflation problem at 20 atm. It was further reported that another pta balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter products are identified. (Expiry date: 01/2023).

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly had inflation problem at 20 atm. It was further reported that another pta balloon was used to complete the procedure. There was no reported patient injury.